Event description:
Customer reported that the insulin pump's motor continued to push insulin even after the act button was released. Customer stated that insulin was squirting out during the manual priming process. Blood glucose level was 291 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No keypad anomaly noted. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No error alarm or prime/fill anomaly noted. The unit was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No damage on the lcd connector or inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.